Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to pump alarm).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: there were reboots observed in black box on date of reported power issue. Daily insulin delivery totals correctly reflect user's programmed basal rates. Corrosion observed inside battery compartment. No damage found to battery cap; no cracks observed in battery compartment. Battery cap was able to attach securely to pump. The pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The battery cap contact height and weight was found to be in specifications. The pump was opened and no damage was found to power circuit. No leaks found during leak testing. Pump opened and no further evidence of moisture damage found. No damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a power/no power issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with extreme drowsiness/difficulty waking/confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the history and the alarm history indicated a replace battery alarm which led to the power loss. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.